Event description:
A surgeon reports a patient with a decentered intraocular lens (iol) following iol implant surgery. Two days post-op, the iol subluxated into the vitreous. The patient was sent to a retinal specialist and the iol was repositioned. The iol subluxated again and the retinal specialist replaced the iol. Additional information has been requested.